Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 21 of the patient's mouth. Immediate extraction site. On (B)(6) 2018, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and abscess. No further patient complications were reported.